Manufacturer narrative:
The device was received for evaluation. The device was received for evaluation. During functional testing, failed flow rate test was not reproduced. Evaluation sent device to flow lines for flow testing and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of failed flow rate during preventative maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6: type of investigation. Additional information h11: a review of the event history log was performed for the last days of customer use as no event date was provided. The review identified an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. Should additional relevant information become available, a supplemental report will be submitted.